Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 147 mg/dl at the time of incident. She stated the lcd display wen blank after being exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.